Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: synergy ous mr 2.50 x 24mm stent delivery system (sds) was returned for analysis. Stent not returned. Stent separated from sds. There was no stent on the balloon. The balloon was reviewed and no issues/damage were noted. The balloon wings appeared relaxed indicating that the balloon may have been inflated and deflated. A visual and tactile examination of the hypotube identified multiple hypotube kinks. A visual and tactile examination of shaft polymer extrusion found no issues. A visual and microscopic examination of the tip found damage to the tip. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on analysis completed on 28 may 2018. It was reported that crossing difficulties were encountered. The target lesion was located in the left anterior descending artery. A 2.50 x 24mm synergy¿ stent was advanced but failed to cross due to severe stenosis. The procedure was completed with a different device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed stent detachment. It was further reported that the device was removed from the patient's body intact and the stent was dislodged outside the patient's body.